Event description:
Patient underwent a procedure for fine needle aspiration of a pancreatic lesion. The patient developed acute pancreatitis after an ultrasound guided fine needle aspiration procedure using the medi-globe eus guided fna needle. After the cytology lab received the specimen from the procedure, it was noted that there was some microscopic particles in the thin prep material of the isthmus area. The cytologist felt that the particles may have been metallic filings. Subsequent findings in the liquid phase cytology as well as three additional samples were also consistent. The patient remained in the hospital for continued medical care for approximately one month before being discharged from the hospital.

Manufacturer narrative:
This event occurred in (B)(6) and was reported to our private label distributor of this product which was then reported to our manufacturing facility in (B)(4). As the device involved in this event was destroyed, medi-globe, (B)(4) is waiting to receive a different device from the same manufacturing lot in order to conduct device testing. Medi-globe (B)(4) is the MFR of the device and supplies a privately labeled version of this device to conmed corporation who is an authorized distributor of medi-globe.